Event description:
(B)(4). The provider states the welded handle snapped off that is used to steer the lift. He states the lift resides in a consumers home. No additional information is available but the provider states the age of the lift and the amount of uses causes the issue (B)(4).